Manufacturer narrative:
(B)(4). The customer evaluated the device following the event and was unable to duplicate the reported failure to charge energy. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The third party electrodes from the event were discarded and unavailable for eval. A clinical review of the event determined that the use error is attributed to the reported event. Physio does not recommend using third party electrodes and it was stated that the electrode intermittent connection could have been caused from lotion that was on the pt during the event.

Event description:
It was reported that the device failed to charge to the selected energy and provide defibrillation during a cardiac arrest event. The device was connected to the pt via third party electrodes (kendall brand) and reported to revert back to lead ii and failed to charge when the charge button was pressed. A second defibrillator was made available in approx a min and provided a defibrillation shock. The device user pushed down on electrodes to insure adhesion before connecting to the second device. There was no skin preparation completed prior to the electrodes placement on the pt. The pt was transported to the hospital emergency room. The pt was not revived. There were no further details on the event and/or the pt provided. A clinical review of the reported event by physio-control determined that the device use may have contributed to the pt's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. The event record showed a shockable ECG rhythm, however, needed defibrillation was not administered while the pt was connected to the device for five mins and 30 seconds.